Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent skin revision surgery and abutment removal under general anesthesia (specific date not reported) to replace the abutment with a longer one.